Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted. The skin flap was thinned during the initial surgery with significant bleeding. 1 week after implantation surgery the user developed a hematoma, which was treated with 5 rounds of antibiotics. It was also reported that the stimulator has shifted anterior/posterior from the original position, resulting in a small pinhole over the stimulator and recurring swelling. The electrode array was left in the cochlea. Re-implantation will take place in 6 months.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient was explanted due to recurrent episodes of swelling at implant site, secondary to a hematoma in the early post-operative period and likely repeated episodes of infection afterwards. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Therefore, it is unlikely that the device was the source of the possible infection, but rather through inoculation of bacteria through the skin (surgical scar or a skin defect present at the site). Further, according to the device explantation report form the implant housing shifted from its intended position. In addition device investigation revealed damage to the active electrode caused by device minute mobility leading to fatigue wire breakages. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The skin flap was thinned during the initial surgery with significant bleeding. 1 week after implantation surgery the user developed a hematoma, which was treated with 5 rounds of antibiotics. It was also reported that the stimulator has shifted anterior/posterior from the original position, resulting in a small pinhole over the stimulator and recurring swelling. Swelling began immediately after the surgery. Cultures were done the day of the surgery, and several times before the explant surgery. The skin defect (pin-hole) was observed before the reported movement of the stimulator housing. The electrode array was left in the cochlea. Re-implantation will take place in 6 months.